Manufacturer narrative:
The unit was received with a red sticker stating no o2. Evaluation of the returned device found the unit is out of calibration for the fio2 causing the balance to be out of specification. The bleed flow and the air alarm are also out of calibration. DHR review found the unit is over 30 years old and has outlived its useful life. Based on the age of the device, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer returned unit as a trade-in. Unit was received with a note indicating "no o2". No patient incident was reported.